Event description:
The email received for the study indicated that approximately four months post index procedure, the patient was presented with thrombosis in her implanted precise stent and had a repeat carotid revascularization.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.